Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected in the morning with juvéderm® voluma¿ xc in the prejowl and chin shadow and juvéderm® volux¿ xc in midline chin projection. Later that afternoon, the patient reported throbbing and pain in their gums and tongue and mottled skin. Hcp brought the patient back in and assessed capillary refill to be 3-5 seconds. Hcp treated the patient with a medrol dosepak, bactrim, clindamycin, vigra, aspirn and 4 vials of ultrasound guided hylenex. Hcp believes the sublingual artery is occluded with juvéderm® volux¿ xc. The capillary refill had improved to 1-2 seconds and the patient was sent home. On the next day. The patient reported pain and a sublingual hematoma, and the capillary refill was again sluggish in the apex of the chin. The hcp treated the patient with more hylenex. On the next morning the pain subsided in the chin, but not in the tongue and the patient¿s tongue is unilaterally swollen. This is the same event and the same patient reported under patient identifier cn-153805 (emdr-56328). This emdr is being submitted for the suspect product, juvéderm® volux¿ xc.